Event description:
The user received 10-20 questionable results for total protein, albumin, bicarbonate, cholesterol and glucose from the analytical d module analyzer. Of the data provided, the results for six patient samples were discrepant. The repeat testing was performed on another d module analyzer at the site. Patient sample 1 initial total protein result was 3.5 g/dl, repeat result on (B)(6) 2010 was 7.2 g/dl. Patient sample 2 initial total protein result was 3.5 g/dl, repeat result on (B)(6) 2010 was 6.92 g/dl. Patient sample 3 initial total protein result was 3.8 g/dl, repeat result on (B)(6) 2010 was 7.86 g/dl. Patient sample 4 initial bicarbonate result was 17 mmol/l, repeat result on (B)(6) 2010 was 23.4 mmol/l. Patient sample 5 initial bicarbonate result was 19 mmol/l, repeat result on (B)(6) 2010 was 28.6 mmol/l. Patient sample 6 initial total protein result was 5.9 g/dl, repeat result on (B)(6) 2010 was 6.94 g/dl. The initial results were reported outside the laboratory. The repeat results were sent out with corrected reports. The patients were not adversely affected. The total protein reagent lot numbers were 61687501 and 61945201. The bicarbonate reagent lot number was 62381501. The field service representative determined there was a bad reagent dispense nozzle and there was a problem with the sample probes or the stirrer assembly. He replaced the nozzle and performed a successful reagent prime. He checked the analyzer, found the r2 stirrer was bent and the cover was not seated properly. He straightened the stirrer and corrected the cover alignment. He replaced the sample probes and flushed the sample probe lines. To verify the analyzer operation, the user performed calibration, quality control, precision and tested 100 patient samples with acceptable results.